Event description:
The customer indicated during a total knee procedure, the pencil cord was stuck to the pt's leg on the sticky drape material. They later found that the cord was stuck to the drape material because it had started to melt and had burned through the insulation in approx four places. The pt was burned slightly at the cord location.